Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's father reported via phone call that they were hospitalized due to high blood glucose. The customer's father also reported that they received no delivery alarm. The customer's blood glucose was 429 mg/dl at the time of incident. The customer's father stated that they gave manual injection as well. The customer's father stated that they were given insulin drip to treat the blood glucose. The customer's father stated that they were wearing the insulin pump during hospitalization. The customer's father stated that the no delivery alarm was resolved. The insulin pump will not be returned for analysis.